Manufacturer narrative:
The delivery system was not returned for investigation. Per the narrative info bolton medical of the incident, this unit was implanted on (B)(6) 2013 and during the procedure type 1a endoleak was confirmed. The degree of the endoleak and treatment for the endoleak is unk. Since no images/videos of the case are available, no additional investigation can be performed to determine if additional steps during the procedure could have minimized the effect of the failure experienced. There was no autopsy performed to confirm if the cause of the death was due to rupture secondary to untreated type 1a endoleak.

Event description:
Case report from japan reported as: "(B)(6) 2015 - jll sales representative received the info about relay plus implanted pt's death (the death date was (B)(6) 2015). Relay plus had been implanted on (B)(6) 2013 at the different hospital. During this implant, type 1a endleak was confirmed. The degree endleak and treatment for endleak were unk. According to the physician, the cause of death was aneurysm rupture, and it could be related to type 1a endleak observed during the implantation. It is unk if the autopsy is performed or not". Outcome of the pt: "the pt death was on (B)(6) 2015. The cause of death was aneurysm rupture".